Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. Additional information was requested. (B)(4).

Event description:
A customer reported several years following the implant of an intraocular lens (iol), a patient is experiencing glistenings and opacification. Additional information was requested.

Manufacturer narrative:
The lens was returned inside a stoppered vial in an unknown liquid. Only half of the lens was returned. The lens appears to have been cut through the center typical of removal. The lens was cleaned with lphse and allowed to dry. The lens appears clear. A photo was provided. Slightly dilated pupil shows that there is a fine punctate pattern of opacification beneath the optic surface. Possible either capsular remnant or capsular phimosis is visible as well. All images are consistent with glistening. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. The root cause for the reported events could not be determined. Only half of the lens was returned. The lens was cleaned with lphse and allowed to dry. The lens appears clear. Photos were provided of the lens in the eye. Based on the observation of the attached photos, there is a fine punctate pattern beneath the optic surface. Besides the quality limitations of provided pictures the image is consistent with glistenings. The manufacturer internal reference number is: (B)(4).